Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient death occurred. During a concomitant pulse field ablation (pfa) and left atrial appendage occlusion (laao) procedure, a farpoint and farawave catheter was selected for use. The patient was hospitalized two weeks prior for pneumonia and discharged. They presented the day of the procedure slightly hypoxic and with a lower hemoglobin level. Femoral access was gained with some difficulty having to use some dilation. A baseline pericardial effusion that was also noted on pre-computed tomography (CT), and premeasurements were obtained of the appendage. A non-boston scientific coronary sinus (cs) catheter was placed and a faradrive sheath with farapoint catheter was used to complete a cavotricuspid isthmus (cti) line with nitro given. A sinus was obtained but bradycardic. Then, versacross connect was placed, transseptal puncture was obtained visualized as mid/mid. Mapping was completed and a farawave catheter was advanced. Physician performed pulmonary vein isolation, posterior wall isolation and mitral valve isolation with a total of eighty-three (83) applications. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was into the left atrial appendage (laa) of the patient. Ice imaging showed that the appendage appeared to have a slight increase in smoke and overall looked sluggish. The physician inserted the wds and deployed the closure device, but it appeared to be proximal. The device was recaptured and the physician noted that the patient's blood pressures was dropping. The patient received cardiopulmonary resuscitation and a pericardiocentesis then needed to be performed. 500ccs of fluid (bright dark red blood) were pulled and the pericardial effusion was no longer present. The patient became stable and the physician decided to continue with the procedure. A new wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. The patient was sent to the intensive care unit (ICU) with the pericardial tap still in place. Monitoring of the tap showed no changes once in the ICU, but the patient's blood pressure continued to drop. It was decided to bring the patient back to the lab to attempt placing a temporary artificial heart pump. Imaging was finally obtained and showed that the tap had become occluded and that there was indeed more pericardial effusion that was not being pulled. The patient ultimately decompensated and passed away later that night. There were no transseptal puncture or ablation workflow issues noted other than some groin access issues as patient had some difficult anatomy at the groin and appendage. The physician believes the complication occurred before the wm sheath was introduced. Patient family refused autopsy. Patient had other comorbidities that lead to decompensating sooner.

Event description:
It was reported that a patient death occurred. During a concomitant pulse field ablation (pfa) and left atrial appendage occlusion (laao) procedure, a farpoint and farawave catheter was selected for use. The patient was hospitalized two weeks prior for pneumonia and discharged. They presented the day of the procedure slightly hypoxic and with a lower hemoglobin level. Femoral access was gained with some difficulty having to use some dilation. A baseline pericardial effusion that was also noted on pre-computed tomography (CT), and premeasurements were obtained of the appendage. A non-boston scientific coronary sinus (cs) catheter was placed and a faradrive sheath with farapoint catheter was used to complete a cavotricuspid isthmus (cti) line with nitro given. A sinus was obtained but bradycardic. Then, versacross connect was placed, transseptal puncture was obtained visualized as mid/mid. Mapping was completed and a farawave catheter was advanced. Physician performed pulmonary vein isolation, posterior wall isolation and mitral valve isolation with a total of eighty-three (83) applications. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was into the left atrial appendage (laa) of the patient. Ice imaging showed that the appendage appeared to have a slight increase in smoke and overall looked sluggish. The physician inserted the wds and deployed the closure device, but it appeared to be proximal. The device was recaptured and the physician noted that the patient's blood pressures was dropping. The patient received cardiopulmonary resuscitation and a pericardiocentesis then needed to be performed. 500ccs of fluid (bright dark red blood) were pulled and the pericardial effusion was no longer present. The patient became stable and the physician decided to continue with the procedure. A new wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. The patient was sent to the intensive care unit (ICU) with the pericardial tap still in place. Monitoring of the tap showed no changes once in the ICU, but the patient's blood pressure continued to drop. It was decided to bring the patient back to the lab to attempt placing a temporary artificial heart pump. Imaging was finally obtained and showed that the tap had become occluded and that there was indeed more pericardial effusion that was not being pulled. The patient ultimately decompensated and passed away later that night. There were no transseptal puncture or ablation workflow issues noted other than some groin access issues as patient had some difficult anatomy at the groin and appendage. The physician believes the complication occurred before the wm sheath was introduced. Patient family refused autopsy. Patient had other comorbidities that lead to decompensating sooner.

Manufacturer narrative:
Additional information added to suspect medical device. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient death occurred. During a concomitant pulse field ablation (pfa) and left atrial appendage occlusion (laao) procedure, a farpoint and farawave catheter was selected for use. The patient was hospitalized two weeks prior for pneumonia and discharged. They presented the day of the procedure slightly hypoxic and with a lower hemoglobin level. Femoral access was gained with some difficulty having to use some dilation. A baseline pericardial effusion that was also noted on pre-computed tomography (CT), and premeasurements were obtained of the appendage. A non-boston scientific coronary sinus (cs) catheter was placed and a faradrive sheath with farapoint catheter was used to complete a cavotricuspid isthmus (cti) line with nitro given. A sinus was obtained but bradycardic. Then, versacross connect was placed, transseptal puncture was obtained visualized as mid/mid. Mapping was completed and a farawave catheter was advanced. Physician performed pulmonary vein isolation, posterior wall isolation and mitral valve isolation with a total of eighty-three (83) applications. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was into the left atrial appendage (laa) of the patient. Ice imaging showed that the appendage appeared to have a slight increase in smoke and overall looked sluggish. The physician inserted the wds and deployed the closure device, but it appeared to be proximal. The device was recaptured and the physician noted that the patient's blood pressures was dropping. The patient received cardiopulmonary resuscitation and a pericardiocentesis then needed to be performed. 500ccs of fluid (bright dark red blood) were pulled and the pericardial effusion was no longer present. The patient became stable and the physician decided to continue with the procedure. A new wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. The patient was sent to the intensive care unit (ICU) with the pericardial tap still in place. Monitoring of the tap showed no changes once in the ICU, but the patient's blood pressure continued to drop. It was decided to bring the patient back to the lab to attempt placing a temporary artificial heart pump. Imaging was finally obtained and showed that the tap had become occluded and that there was indeed more pericardial effusion that was not being pulled. The patient ultimately decompensated and passed away later that night. There were no transseptal puncture or ablation workflow issues noted other than some groin access issues as patient had some difficult anatomy at the groin and appendage. The physician believes the complication occurred before the wm sheath was introduced. Patient family refused autopsy. Patient had other comorbidities that lead to decompensating sooner.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) unique identifier (UDI) # (d4).d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.device technical analysis:it was indicated the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review:the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications.labeling review:based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use.risk assessment:a risk review performed for the farapoint device confirmed that the events of cardiac tamponade, pericardial effusion, hypotension, bradycardia and death are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farapoint device is acceptable. Investigation conclusion:boston scientific has assigned the investigation conclusion code of 'known inherent risk of device' for the reported patient complications based on the information provided in the event description. Bradycardia is considered within the risk threshold of arrhythmia in the risk documentation for the device. Cardiac tamponade, pericardial effusion, hypotension and arrhythmia are expected procedural complications addressed in the IFU for the farapoint catheter. No allegations of a quality or manufacturing deficiency contributing to the adverse events were reported to bsc, and the device has not been returned for analysis.